Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed power system error where the back-up battery fails. Customer¿s blood glucose level unknown at the time of the incident. The pump error recurred more than three times. Troubleshooting was completed the first the pump error occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 due to j6 connector resistance issue. No unexpected low battery alarm noted.